Event description:
It was reported that the cassette not attached, load v5 software was experienced.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device in good condition with no appearance of any physical damage; all was intact. There was evidence of the reported problem recorded in the event history log. The customer reported problem was verified/duplicated. When a cassette was attached, the pump started to alarm cassette not attached properly. During testing, the downstream occlusion sensor was found not functioning as intended and was determined to be the cause of the reported problem. For corrective action the downstream occlusion sensor replaced. The root cause of the reported problem was unknown. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review is not required. A service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation. An internal CAPA has been opened and this issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional corrective actions will be taken.

Manufacturer narrative:
Other, other text: additional information was received indicating there was no patient involvement. (Updated h6 event problem patient code), corrected data: updated d1 and d4, model number.